Event description:
It was reported via repair work order that the scale was inaccurate due to load cell malfunction. It was also reported that the bed would not move manually as the caster tire was delaminating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.